Event description:
A wilson-cook tracer metro direct wire guide was opened in preparation for use. Additional info provided with this report indicated as the protective tip cover was removed, the tip detached from the body of the wire. The device was not used. No injury to the pt was reported.